Manufacturer narrative:
(B)(4). Arjohuntleigh has become aware of an incident which involved one of our devices in particular the sara 3000 standing aid. It was reported that during lifting the patient, the footsupport plate detached from the footsupport and the patient fell forward and hit his face. When reviewing similar reportable events, we have found 2 cases with similar fault description (footsupport cover detached). Taking into consideration the number of sara 3000 that have been sold since beginning production, the complaint ratio is considered to be low. It has been established that the standing aid sara 3000 was being used for patient handling at the time of the event. During our investigation, we were able to find a deficiency with the lift (sara 3000). The lift was inspected by our representative that visited the customer site and the lift was found to have out of specification at the time of inspection. The device was used for patient treatment during the event and it contributed to the patient falling forward. From these findings it was determined that the root cause of the footsupport detachment was use error due to the caregiver not being careful when transporting a resident from or to the wheelchair: it needs a force to ram the wheelchair part under the sara 3000 chassis so that it can then apply upward pressure to the footplate to make it become loose. Further investigation determined that it would be that a patient would drop an sustain injuries even when the footsupport top plate detaches. During the simulations of the event that were performed, the following was confirmed: the foot plate stability depends on the distribution of forces put on it by the weight, movement an angle of the feet and knees of the person being lifted. Even if the foot plate ID detached from the device, while the person's knee presses the knee support and the sling is correctly attached to the person as per labeling, there is no risk for patient injury. It appears that during the actual event the person that was being transferred and lifted had the sling placed improperly making their full weight. In summary: with a correctly applied sling a person is not likely to drop. The footplate was found to have come loose due to the caregiver not making allowance for obstructions, possibly multiple times, causing the part to come loose, likely before use. Simulations show that event with a loose footplate the person would still be supported in the sling, and a slip is only likely to occur when the person is not in the correct position but leaning fully on the knees. In conclusion we consider the event to be due to use error as the user was not following the instructions for use: it appears the device was not checked for loose parts before use as per labeling. Also, instructions on how to apply and use the sling, and how to correctly lift the person in the correct position did not appear to have been followed.

Event description:
It was reported by the company representative: the customer reported that when lifting the patient with the sara 3000, the footplate slid off of the base. The client dropped into the sling. The patient did not suffer any lasting injuries an no medical attention was deemed necessary.